Manufacturer narrative:
E1: e1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported by the patient that the infusion set came off while having shower. No further information available.